Event description:
The customer reported that the unit does not recognize to pads adaptor cable and the ECG cable.

Manufacturer narrative:
The customer reported that the unit does not recognize pad adaptor cable and the ECG cable. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.